Event description:
It was reported by service report that the cot was not locked in the fastener. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cot was not fastened to ambulance by the emts and this caused unreportable damage to the cot. The failure to lock the cot into the ambulance; however, is reportable. The reason for the serialization starting with (B)(4) is to provide clarification following a change to stryker's electronic complaint system.